Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin exit the end of the infusion set tubing while filling the tubing with over 20 units of insulin. Reportedly, the issue had been experienced multiple times over several months. The customer's blood glucose (bg) level was over 600 mg/dl. A corrective bolus was delivered and assistance was required from the customer¿s daughter to test bg levels and administer a manual injection. The customer reported that all supplies were changed out and drops of insulin were able to be seen exiting the tubing.